Event description:
Information received indicates the intellidrive is not working due to the hi/low foot cylinder leaking hydraulic fluid onto the pacm board and causing it to short.

Manufacturer narrative:
The technician replaced the hi/low foot cylinder, the pcb sub-assembly and the pacm board to repair the bed.